Event description:
An end user's wife called in to report a red rash located behind the pouch film. The actual size of the area was not provided, the end user's wife stated it was behind the entire pouch.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. It was stated the end user has been to his primary care physician and a woc at an outpatient clinic and was instructed to use nystop and kenalog cream on the rash. The end users wife also stated she cleans the skin in the shower with warm water only; no soap; blots it dry and then uses a blow dryer to dry the area. The end users wife was educated on proper skin care and told to seek additional medical attention if the rash persisted. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected.